Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged as it had no capture in either vectors at maximum outputs. There was no change in the impedance or amplitude trending. A chest x-ray was performed which confirmed dislodgement. No adverse patient effects have been reported. The patient is to undergo a revision procedure in the near future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that this patient underwent an unsuccessful revision procedure due to patient anatomy. The lead was explanted and the lv port was plugged. The patient was to have a consultation for an epicardial lead. No additional adverse patient effects were reported.